Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 32056 error along with errors 23000 and 48100 was found indicating a i2c device error and a pot overtravel limit error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the 32056 error was triggered, replicating the reported event. The unit was then installed on an in-house patient side cart fixture test platform (pftp) where the unit failed sensors check on the yaw searchlight printed circuit assembly (pca). The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw searchlight pca in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable fault 32056 appeared on the universal surgical manipulator (usm) arm 2. The customer was unable to resolve the fault, so they disabled the arm, rebooted the system, but the error persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended a hard power cycle of the patient side cart (psc). A subsequent call from a nurse about the same error led the tse to have her perform a hard power cycle with emergency power off (epo) and breaker switch. The tse verified over the phone that the arms were not colliding during startup, but the problem continued. The customer was informed that she could proceed with the case by disabling arm 2, with targeting and table motion remaining inactive. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to provide additional details about the event, except that the issue occurred at the beginning of the procedure. The call was then transferred to the 2nd reporter, who was also present in the operating room (or). He clarified that the issue with arm 2 occurred during the procedure around 3pm, and the team did not contact technical support at that time; instead, they decided to disable arm 2 because the fault could not be recovered. After the procedure, while preparing for the next scheduled case, they each called dvstat for assistance, which resulted in different phone calls for the same issue. Troubleshooting was performed but was unsuccessful, so they chose to keep arm 2 disabled before the following case. This decision was made before the procedure, with no patient present in the room during troubleshooting.